Manufacturer narrative:
Pump received with broken battery tube thread, cracked on display window and broken reservoir tube lip noted. Unable to perform displacement test due to reservoir lip broken off. The test reservoir does not stay locked in place due to reservoir tube lip broken off.

Event description:
Customer reported via phone call that customer dropped the pump and a piece where the battery goes in came off and it does not close all the way and the screen has a line across it. Advised to disconnect from the pump. Advised to discontinue use of the pump and revert to a back-up plan per physicians instruction. Advised the pump will need to be replaced. Explained the replacement policy. Explained the interaction aftercare email. Reviewed pump care best practices with the customer.